Event description:
Customer reported via phone call that the insulin pump alarmed motor error when rewinding. Another error alarm was also noted in the alarm history. Customer's blood glucose reading at the time of the call was 110 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor oil leaking at home switch. The insulin pump was unable to verify alarm due to motor error alarm at rewind. The insulin pump had minor scratches on display window.